Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a rotarex device. During the procedure, the mechanical thrombus aspiration catheter was advanced along the guidewire under the protection of the long sheath to the target lesion vessel. Upon activating the handle, the catheter failed to rotate normally. Upon withdrawal, a kink was observed in the catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. A clear root cause could not be established. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided image contain information regarding catheter activation problem. After review of the provided image kinked catheter was observed. A clear root cause could not be identified but a damaged helix / tube represents a known inherent risk. Labeling review: are not applicable for this complaint as it is a complaint not connected to sterilization or labeling. The user described event involves the device itself and issues with it. G3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a rotarex device. During the procedure, the mechanical thrombus aspiration catheter was advanced along the guidewire under the protection of the long sheath to the target lesion vessel. Upon activating the handle, the catheter failed to rotate normally due to compressive stress. Upon withdrawal, a kink was observed in the catheter. The procedure was completed using another device. There was no reported patient injury.